Event description:
It was reported that during a pre-magnetic resonance imaging screening, pericardial effusion was incidentally found. It was also reported that the patient experienced shortness of breath and fatigue. The patient fluid accumulation was drained and the lead remains in use. No further patient complications have been reported as a result of this event. It was later reported that the patient had abdominal fullness. It was also stated that it was unclear the relationship of the atrial and ventricular lead to the effusion. Both leads remain in use. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.